Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure in which a triforce peripheral crossing set was used, the patient's vessel dissected, resulting in development of an extremely large hematoma. After the device was placed inside the patient, the catheter was pushed backwards, presumably due to high blood flow, per the user. Although the catheter was pushed backward, the sheath was advanced by itself through the vessel, without a guiding catheter or dilator in front of the sheath. The patient's vessel dissected, resulting in a hematoma. An open surgical procedure was performed to manage the hematoma. There has been no alleged malfunction of any cook device. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The exact rpn and lot number were not provided to cook; however, per the customer, the complaint device was one of three possible rpns. Cook conducted a shipment search of the possible rpns, narrowing the complaint device to three possible lot numbers (lot 14188183, 13970121, or 14156224). There were no non-conformances or additional complaints found on any of the possible lots. The product IFU states ¿be sure the wire guide tip is extended beyond the cxi support catheter tip at all times, and that the cxi support catheter tip is extended beyond the flexor sheath tip at all times.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place. Based on the information provided and the results of the investigation, cook has concluded that user/procedural issues and unintended user error most likely contributed to the vessel dissection in this case, as the IFU clearly cautions the user to be sure the cxi catheter tip always extends past the tip of the flexor sheath. It was reported that the user knowingly advanced the sheath by itself in this case, without the cxi extending past the sheath tip. There has been no alleged malfunction of the cook device. The risk analysis was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an unspecified procedure in which a triforce peripheral crossing set was used, the patient's vessel dissected, resulting in development of an extremely large hematoma. After the device was placed inside the patient, the catheter was pushed backwards, presumably due to high blood flow, per the user. Although the catheter was pushed backward, the sheath was advanced by itself through the vessel, without a guiding catheter or dilator in front of the sheath. The patient's vessel dissected, resulting in a hematoma. An open surgical procedure was performed to manage the hematoma. There has been no alleged malfunction of any cook device. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Date of event: "around 9 months ago". Rpn: although the exact rpn is unknown, based upon customer orders, the rpn is believed to be one of the following: kcxs-5.0-35-100-rb-0/dav-hc, kcxs-5.0-35-65-rb-0/0-hc, kcxs-5.0-35-65-rb-0/dav-hc. Customer name and address: postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.